Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a flat crease, yellow particles on the inner shell and an opening on the anterior. A microscopic analysis was performed which identified a sharp opening on the valve bond edge. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is a sharp opening on valve bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.